Event description:
It was reported that 7-day ll vlv adpt(stand alone) was damaged. The following information was provided by the initial reporter: we experienced another issue with the smartsite needlefree valve. During a chemotherapy infusion with vincristin the safesite broke. Also in this case we will report the case to the competent authorities.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-12. H6: investigation summary: three 2000e7d samples were received for investigation of complaint reference (B)(4); one of the samples was received connected to an unknown extension set with residual fluid present in the line, the two remaining samples were both received in sealed packaging from lot 1016663. Further details relating to the clinical set up and sequence of events prior to the breakage occurring were not available to assist the investigation. A visual inspection of the samples noted that the female luer adaptor (fla) of a smartsite was connected to the male luer of the extension set, however the rest of the 2000e7d product was not received. A closer inspection noted that a small ring of the clear plastic body remained welded inside the fla. Examination of the two samples received in sealed packaging did not identify any damage, manufacturing defects or deformity which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1016663 provided did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience in this instance, the most likely cause of this type of damage is exposure of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Please note that, according to the directions for use (dfu) for the smartsite®, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1-2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for reports of this nature against the smartsite product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: the customer provided lot # 1016663. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 7-day ll vlv adpt(stand alone) was damaged. The following information was provided by the initial reporter: we experienced another issue with the smartsite needlefree valve. During a chemotherapy infusion with vincristin the safesite broke. Also in this case we will report the case to the competent authorities.